Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during installation the subject device had a blurry image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: communication error a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a communication error due to a deformed connector and when connecting the camera head, resulted in an unclear image (blurry image). The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of the device.

Event description:
Additional information was provided by the customer. The issue occurred in the beginning of a therapeutic procedure during preparation for use. The procedure was delayed by five (5) to ten (10) minutes. No other devices were involved in the event and no error messages were observed. The procedure was completed by using a similar device. There were no reports of patient harm.